Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 369 mg/dl, which was treated with the insulin pump. The customer attributed the high blood glucose to being inactive after having eaten breakfast. The customer stated that they were entering information into the insulin pump and the numbers kept scrolling. The customer removed and reinserted the battery and that's when the alarm occurred. The customer also stated that the keypad had been intermittently unresponsive for the past three weeks. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump was received with minor scratches on display window, cracked lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.